Event description:
During the follow-up visit, two months after implantation, the physician reported high ventricular lead impedance (>3000ohms). Reportedly, no abnormality was identified by x-ray examination, and a lead problem was suspected. A reintervention was performed and it was indicated that the ventricular lead could not be removed by pulling, but blood residue was observed inside the port. Psa measurements on the lead were normal (impedance was around 300 ohms and pacing threshold was 2.5v/o.35ms), as reported. The physician reconnected the lead to the pacemaker and the impedance was around 380ohms and pacing threshold was 2.5v/0.35ms. Another pacemaker was subsequently implanted with the same leads.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.